Event description:
Physician's assistant (pa) placed patient in new model - translucent mayfield headrest- for procedure prior to me entering the room. While prepping and positioning the patient, the pa went to start shaving the operative site on the back of the patient's neck. Before she even touched the patient to start shaving, we heard a "click," she grabbed the patients head, and started looking to see what the click sound had been. She quickly found out that the plastic screw that holds the device together had broken and the patient's head was no longer being held up by the head rest. We obtained the "old" mayfield and re-positioned the patient using that device.